Event description:
A confirmed catheter dislodgement was reported. The pt experienced a loss of therapeutic effect. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.